Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to constipation. On an unspecified date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from peritonitis and pd therapy was ongoing. H10: based on additional information received, the pd disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.